Event description:
Healthcare professional (hcp) reported that a patient was injected in c1, c6, jw4 and jw5 with 2 juvéderm® voluma¿ with lidocaine and 1 juvéderm® volux¿. Approximately a month later, patient experienced indurated oedema. Four months later, patient experienced an infectious type adverse event with abscess. Approximately four months later, the abscess was drained and patient was treated with hyaluronidase. Four months later, the abscess was drained again and patient was put on antibiotic regularly. The next month, patient contacted the healthcare professional noting the infection returns.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.